Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 100 units. The user's blood glucose level was 186 mg/dl. Reportedly, the user ran out of insulin and was unable to fill a cartridge. Reportedly, the user would obtain more insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.